Event description:
(B)(4).I was implanted in 2005 in an outpatient setting, I have since developed severe allergies, my stomach swelled up and won't go down, sharp stabbing pains on my sides, burning sensation on my inside pelvic area, pelvic spasms, sharp shooting pains down my vaginal canal and sides, sharp stabbing pain on right side when I sneeze, heavy menstruals with blood clots and severe cramping have to monitor my bleeding and wear 2 super pads, edema in legs, red spots on my legs that will not go away and no explanation of what it is from, head fog, lightheaded at times, metal taste in mouth all the time, extreme fatigue, multiple boils on inner thighs all the time. Constant headaches,